Manufacturer narrative:
Date submitted: 09sep2021. (B)(6).

Event description:
It was reported to philips by a customer that the unit's display is faded, and brightness cannot be adjusted. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated display has faded and brightness cannot be adjusted, and the blower assembly needs to be replaced. The rse provide the customer with a quote. Further information is pending.

Manufacturer narrative:
Upon further investigation, the following has been reported indicating the device display and blower malfunction was discovered during the performance verification testing. Based on this information, it has been concluded that this is not a reportable event. The customer that the blower had no issue noted. The blower has over 17500 hours, so the customer asked for this to be replaced as well as having the device serviced. The device was not in use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.